Event description:
The distributor informed the manufacturer's (MFR) international rep of the following: apparently the guidewires will not retract and kinks and will then not move either way. No further details were provided.